Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. (B)(4).

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was 84 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer also reported that, the insulin pump was exposed to the fluid. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.